Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced low blood glucose levels and does not feel them. Customer declined to provide exact value. Customer was not experiencing low levels at the time of the report and declined troubleshooting with tandem technical support. Customer indicated that low levels are being addressed with health care provider.